Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. The hose assembly was replaced, additional preventative maintenance was performed, and the handpiece was returned to the customer.

Event description:
It was reported that a cut in the hose portion of a pneumatic drill was discovered at the user facility. This event occurred during a surgical procedure, a backup device was readily available. There was no pt user injury reported, and no other adverse consequences were alleged with this event.